Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was informed that a new pendant remote was provided for the trumpf table. The fse attempted to power cycle the system and the trumpf table and pair the two, but noticed that the old pendant buttons were unresponsive, making it difficult to pair or use the table in stanolone mode. When the fse plugged in the new pendant, all of the buttons and the touchscreen were responsive. The fse was able to immediately pair the table with the system. The system was tested and verified as ready for use. The isi tse reviewed the logs and found no related issues. This complaint is considered a reportable event due to the following conclusion: the customer converted to an open procedure after the start of the procedure due to the trumpf table not pairing. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, there were issues pairing the trumpf table to the da vinci system. The case had already been converted to an open case prior to calling in. The caller reported no delay or patient injury. The site power cycled the trumpf table with no success. The intuitive tech support engineer (tse) confirmed that troubleshooting would not interfere with the case. The tse reviewed the logs and found no trumpf table issues. The tse then walked the customer through a hard power cycle of the patient side cart (psc) and vision side cart (vsc). The system booted up with no issues, but the customer was not getting the pair button on the trumpf table pendant. No further troubleshooting could be performed due to the case continuing, and the site did not want to interfere with the surgery. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) made a follow up attempt to obtain additional information, however, no further details have been received as of date of this report.